Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the hub of the blade where the wire was attached disengaged from the blade during the functional endoscopic sinus surgery. They were able to quickly identify the problem and opened up a new blade. There was no patient impact and only a delay of two minutes while the nurse opened a new one.